Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch #: 325c18. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received partially fired 1/10, with the pan partially dislodged from the right side. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 325c18, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure loaded the cartridge into the echelon 3000 and tried firing. Heard the motor moving but knife thankfully did not cut through. Removed battery to troubleshoot and reinserted battery, still couldn't not fire the reload. Changed to a new reload and managed to fire. There were no patient consequences.